Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported via a manufacturing representative (rep) that they had a fall last on (B)(6) 2020. States stimulation doesn¿t seem to be giving him relief. Thinks he was not getting expected relief since implant. An impedance check shows to avoid electrodes 6, 7 and 14, 15. He was not programmed on those electrodes at that time. The rep reprogrammed from differential target multiplexed (dtm) spinal cord stimulation to low dose settings and patient relates stimulation across his back and down his legs, covering his painful areas. The issue was resolved.